Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the catheter white plastic has dislodged and, although it calibrates and works correctly, when the catheter was removed from the patient¿s nose, it becomes stuck. The catheter was removed carefully. There was no any additional device needed to remove the catheter from the patient. There was no patient or user harm. .

Manufacturer narrative:
Additional information: d4 (UDI#), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted damage to the silicon sleeve. A visual inspection of the returned photo(s) noted multiple image of the physical catheter, clear damage to the silicon sleeve could be noted. This could cause issues with removing the catheter from the patient. Functional testing found that the saline bath test revealed the device failed impedance testing. Impedance was missing between sensors 1 and 6 indicating a wire failure. It was reported that the manometry catheter was difficult to remove from patient and the manometry catheter was damaged. The reported issue were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.